Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the retainer ring that holds the reservoir in place has come off. Customer's blood glucose was 12.3 mmol/l at the time of the incident. Customer was advised to disconnect from the insulin pump and revert to back up plan a replacement will be sent. The customer will return the device for analysis

Manufacturer narrative:
Pump received with scratched case, pillowing keypad overlay, keypad overlay texture damage, end cap address label faded, cracked select button keypad overlay, detached retainer, and minor scratched lcd window.